Event description:
Additional information was received where at the time of the event, the patient was under lumbar anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see b5 update. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events were caused by the video connector contact pins floating. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: tokyo metropolitan hospital organization tokyo metropolitan tama general medical center the device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found a video connector socket failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video system center video connector had a poor connection due to floating pins. There was no video when connecting the connector. The issue was found during preparation for use in a therapeutic procedure (transurethral resection of the prostate). The procedure was completed with another system. A delay was reported of less than 5 minutes due to the replacement of the endoscope system. There were no reports of patient harm. There were no reports of patient harm.